Manufacturer narrative:
Patient age and weight updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the leakage occurred at the "joint." The cause of the leakage was not determined.

Manufacturer narrative:
The returned edm device was patent and met requirements for the leakage test. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. All edms devices are 100% leak tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, when connecting the catheter to the drainage system, the doctor found leakage at the ¿three-way¿ connector. The drainage system was replaced and there was no injury to the patient.